Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer accidentally programmed a value for "18 units" onto the bolus screen, instead of the intended bolus entry of "18 grams". The customer began delivery of the unintended bolus of 18 units; however, after noticing the error, the customer stopped using the pump for one hour. The contact was unable to provide the amount of unintended insulin that had been delivered. Tandem technical support educated the contact on the bolus features. During a follow-up call, the contact reported that the customer's blood glucose (bg) level did not go low due to the event, and bg levels have been "good" (107 mg/dl).